Manufacturer narrative:
On an unreported date, extraneal therapy was discontinued due to the peritonitis event. The patient was reported to be recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unreported date in (B)(6)/(B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by "hazy" pd fluid. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated intraperitoneally with vancomycin (dose, route and frequency not reported) for the event. At the time of the report, the patient outcome was not reported. Pd therapy was ongoing during treatment. No additional information is available.